Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels down to 40 (mg/dl). Although requested, additional information regarding how the customer treated the low bg levels was not provided. Reportedly, the customer is working with a healthcare provider (hcp) on finding the correct basal rate setting.